Manufacturer narrative:
The reported field event of backup operation was confirmed in the laboratory. Review of the device image indicated that a power-on reset had occurred and caused the device to revert to backup operation about ten minutes after the implant procedure started. Thermal and mechanical testing was performed and no anomaly was found. Despite extensive efforts, the power-on reset could not be reproduced in the laboratory. There were no anomalies found that could determine the cause of the power-on reset that occurred in the field.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, wireless telemetry was lost via radio frequency (rf) antenna. The device was interrogated in the pocket with a sterile wand cover and was found to be in unrecoverable backup vvi mode. A new device was used. The patient was stable.